Event description:
A fail code 810:11 information was not provided regarding whether or not the failure occurred during a pt infusion. There were no rpeorts of pt injury or medical intervention associated with this event.